Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. Customer changed cartridge and infusion set to address the issue.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, not completing the proper air removal steps and had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer to always use room temperature insulin, follow the proper air removal steps and that novolog insulin is indicated for use with tandem supplies for 3 days. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. Customer changed cartridge and infusion set to address the issue.